Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that for an ar-2324pct, suture anchor, peek swivelock®, 4.75 mm with closed peek eyelet and blue fibertape® loop, the swivelock cold welded. This was detected during use in a rcr procedure on (B)(6) 2025. The procedure was completed successfully as a new anchor was used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.